Event description:
The following information was reported: an antegrade stick angiography showed the presence of calcium at the access site. When the physician was retracting the procedural sheath, the balloon lost pressure at the second stop. The staff converted to manual pressure for 35 minutes. The patient was hospitalized and stayed overnight. In the doctor's opinion, the event was caused by the mynx device/ procedure because the balloon lost pressure. Procedure type: intervention peripheral sheath size: 6f vessel type: arterial.

Manufacturer narrative:
An attempt to inflate the device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a 1.5 mm longitudinal tear in balloon, approximately 5.5 mm from balloon proximal tip. The balloon appears to be intact with both ends of the balloon still attached to the device. There were no missing pieces. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported by the facility that an antegrade stick angiography showed the presence of calcium at the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).